Manufacturer narrative:
Device evaluation: lens returned dry in a microcentrifuge tube with residue/debris on product. Visual inspection found haptic torn/broken. Dimensional and functional inspections found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate visit the lens was exchanged with a same size lens but different power. The problem was resolved.